Event description:
The blood glucose device base was damaged by an electrical short or burning incident. It was stated the base gagan to smoke after the meter was docked. It was reported the base was cleaned with chlorox concept clothes. Reporter indicated. No one was request was made for the return of the suspect product and replacement product was sent.